Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a healthcare provider (hcp). It was reported that the caller was told by the patient that they had a broken lead. There was no further information to substantiate that the lead was broken. No symptoms or complications were reported.